Event description:
An initial event notification was received by sequel med tech, llc, on 05-mar-2026 and forwarded to millyard advanced medical products, llc, on the same day. On (B)(6) 2026, the user reported that their blood glucose was unexpectedly low, with a value as low as 54 mg/dl. The user reported that they believed they were entering carbohydrates correctly into the twiist app but was unsure if long-acting insulin was still in their system as they had just restarted twiist therapy. The user also reported that they thought they may have inadvertently bolused themselves; however, it was confirmed that the one-bolus button was disabled in the user's settings. The user consumed additional carbohydrates to resolve the event. Later the same day, the user reported that despite using the pre-meal preset, their glucose values decreased after dinner. The user subsequently suspended their insulin delivery for approximately one hour. On (B)(6) 2026, the user reported that after resuming therapy with the twiist automated insulin delivery (aid) system, their blood glucose began to rise, with values reaching up to 230 mg/dl. The user experienced "dry mouth," became nauseous, and ultimately presented to the emergency department. The user was treated with intravenous fluids and an antiemetic medication but continued to use the twiist pump during this time. The user was later discharged home with a blood glucose value of 130 mg/dl. The user remains ongoing on their twiist aid system.

Manufacturer narrative:
Based on the information available, a specific root cause for the reported event and a relationship between the twist automated insulin delivery (aid) system and the user's reported symptoms cannot be determined. The investigation remains ongoing and a supplemental report will be filed once results are available. The user remains ongoing on the twist aid system. The current version of the twist aid system user guide provides information about potential causes of hypoglycemia and hyperglycemia. This user guide also instructs users to always have a backup insulin therapy plan ready. Additionally, the user guide provides information regarding the bolus feature of the twist aid system through the app as well as the one-button bolus via the pump. This guide indicates that boluses must be confirmed by the user and states that the "one-button bolus is disabled by default and should only be enabled with direction from your healthcare provider." The user reported that they may have inadvertently bolused themselves using the twiist aid system; however, it was confirmed that the one-button bolus feature was disabled, which would have prevented an accidental bolus delivery. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, at this time.